Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural complications [loss of pacing capture during valve deployment] appears to have caused this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure the 26mm sapien valve embolized into the aorta. Per report, the 26mm valve was introduced crimped on the retroflex 3 (rf3) delivery system. The rf3 was introduced through the native aortic valve and positioned 50:50 within the native valve. Using the deployment sequence the valve was deployed. During deployment pacing capture was lost and the valve was ejected from the native valve. The valve was brought around the arch and deployed in the descending aorta. A palmaz stent was then placed through the sapien valve now positioned in the descending arch to help keep the leaflets open. An additional rf3 delivery system and sapien valve was prepped and deployed without any further complications. The sheaths were then removed and the patient was transferred via stretcher in stable condition to the ICU. The native valve/leaflet calcification was moderate; the aortic root and mitral valve calcification was mild; coaxial alignment of the delivery system and the image intensifier angle was appropriate; there was loss of pacing capture during valve deployment; ventilation was held during valve deployment. This patient¿s ejection fraction was 50%.